Event description:
The information received from the affiliate states that this balloon ruptured at 7 atmospheres during pre-dilation of the right common iliac artery. The patient was a male (age unknown). The size of the vessel was unknown. The vessel was described as mildly tortuous with moderate calcification present. The product was prepared as per the IFU. The product was being used for pre-dilatation of the lesion. The physician made access at the right femoral artery. A guidewire (swan excel, .035inch 160cm/aubex) was inserted across the target lesion via a sheath introducer, without difficulty. The product was advanced to the target lesion over the guidewire, and the balloon was inflated using the indeflator (encore/boston). Upon inflation, the balloon ruptured at 7 atmospheres. Therefore, it was withdrawn out of the patient's body and another balloon (powerflex p3, 420-8040s) was used to complete the procedure successfully. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing.